Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the patient's blood, tissue and bone.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search found additional complaints against the 2837322 lot code. Per wi-3430, revision c, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records were received and reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. A search of the complaints databases identified other reports against the insert and/or femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining provided product/lot code combination(s). The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 6/3/15-pfs and medical records received. After review of the medical records for MDR reportability, the primary operative note indicated a crack in the calcar during final impaction of the trial sleeve. The crack was cabeled. No labs were provided for the alleged high metal ions. The stem and trial sleeve are being added to the complaint. The complaint was updated on: 6/29/2015.